Event description:
The customer reported the system is displaying no signal message on both monitors. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive, and rtos and gpos boards. System operates as intended. (B) (4).